Manufacturer narrative:
(B)(4). G2- japan. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that one of the screws securing the impactor pad came loose during impaction. There is no additional information available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h6, and h11. Visual examination of the returned femoral impactor identified signs of repeated use (nicked and gouged/strike marks) and one the impactor screws had become loose (would not tighten) which resulted in the impactor head being unsecured. The hole in the plastic impactor head was stripped and would not allow for the screw to tighten properly. The hex impactor head screws also showed signs of wear (slightly rounded). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Device has a potential field age of eight years and exhibits signs of repeated use. The root cause of the reported event can be attributed to wear and tear of the device from repeated use over time. This complaint is confirmed through the returned product analysis. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.